Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within 30 days upon receipt.

Event description:
As per report received from the affiliate: struts at distal end of cypher stent hooked on to the guidewire during advancement of the device. The device was removed without complications. The procedure was completed with another cypher. There was no injury to the patient. Note: preliminary inspection of the returned product revealed that the proximal struts were uplifted.